Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced visual disturbances such as blurriness and halos. The iol was exchanged in a secondary procedure six months following the initial implant procedure. The clinical reason for the explant was asthenopia. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a small specimen cup. Solution was dried on the lens. Both haptic were broken/cut from the gusset area (not returned). The optic was cut from edge past center of the lens. The damage observed was typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).